Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the power error was detected on the insulin pump. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting and software error was found in the history. The customer was advised that the pump needed to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage was less that 3.5 volts for four consecutive hours due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector on the printed circuit board, pump was monitored and functioned properly. No unexpected battery power loss alarm noted during testing or in the detailed trace/long trace downloads. Unit received with minor scratched lcd window, scratched case and cracked retainer.